Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Upon completion of baxter's investigation, or if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. It was reported that a line came loose from somewhere and was hanging, which is known to be able to cause this alarm. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain three of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, a loose connection was noted on an unspecified supply line. There was no patient injury or medical intervention in association with this report. No additional information is available.